Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was powering off during use. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged power issue with the subject device began on the morning of (B)(6) 2020. The patient manages her diabetes with insulin (20 units of 70/30 (B)(6) brand insulin in the morning and a further 16 units in the evening; no adjustments made to dose) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that on (B)(6) 2020, she developed symptoms of ¿feeling weak, hot, sweaty and confused to the point that it wakes her up while she is asleep¿. The patient reported that she contacted her doctor for some medical advice and was told to drink ¿8 oz of orange juice¿ and eat some ¿peppermint candy¿. At the time of troubleshooting, the csr confirmed that the product was not being used for the first time and noted that there was no apparent misuse of the device. Based on the patient¿s testing frequency, the csr noted that the meter¿s battery did not need to be replaced. The csr educated the patient on the meter¿s behavior and auto-shutoff and the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse after the alleged power issue occurred with the subject device.